Event description:
Information received a smith medical cadd solis 2110 had a discrepancy of 12 cc no further information received. Functional testing will be assessed. No patient adverse events reported.